Event description:
The stent (subject device) was returned for analysis, and it was discovered that the subject stent was partially deployed from the distal tip of the delivery (outer) catheter. The procedure was reported as completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was received, and the reported lot number was confirmed from the packaging label. The subject stent was received partially deployed. The device was unable to be flushed. The stent was able to be removed. Dried blood was present on the proximal end of the stent. The stent was noted to be intact. All four marker bands were present on both ends of the stent. Friction was noted when the stent stabilizer was removed from the delivery catheter. The delivery catheter was noted to be kinked/bent at approximately 92cm from the proximal end and flattened/crushed towards the distal end. The stent stabilizer was kinked/bent at approximately 103cm from the proximal end and at 7cm and 8cm from the proximal end. As a functional inspection, the stent stabilizer was unable to be advanced to deploy the stent fully. A 0.032" mandrel was able to be completely pushed through the outer catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patient¿s anatomy was reported as 'average tortuosity'. It was reported that 'the subject wingspan system was inserted into a 6fr guide catheter and attempted to be deployed; however, deployment was not possible'. The percentage stenosis and calcification at the target lesion was unknown but the stent was able to be advanced to the target lesion before the issue was reported. There was no resistance noted when advancing the stent system inside the guide catheter. The stent was returned for analysis partially deployed from the distal tip of the delivery (outer) catheter. The stent was stuck in place, most likely due to dried blood and procedural fluids. It was not possible to advance/deploy the stent by advancing the stent stabilizer (inner catheter). Instead, the stent was pulled distally. Once deployed the stent was noted to be undamaged. The delivery catheter was kinked/bent approx. 92cm from the proximal end and also flattened/crushed towards the distal end of the device. The stent stabilizer was kinked/bent at several points along its length. There was friction noted when the stent stabilizer was being removed from the delivery catheter. It is likely that a combination of the target vessel tortuosity, the percentage of stenosis/calcification and some other unknown procedural factor(s) resulted in the user experiencing resistance while attempting to deploy the stent in the target stenosis area. The resulting manipulation of the wingspan system is likely to have resulted in much of the damage noted during device analysis. Based on the review of all available information, the as reported code stent failed/unable to deploy and the as analysed codes stent failed/unable to deploy, stent delivery catheter flat/crushed, stent delivery catheter kinked/bent, stent stabilizer kinked/bent, stent stabilizer/catheter friction, stent partial deployment have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.